Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker's battery was going fast and needs new wires. To date, this device remains implanted. No adverse patient effects were reported.